Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported the stimulator keeps turning off on its own for about a week and a half. Caller reports within the 1.5 weeks the stimulation has turned itself off for about 6 times. Caller reports his ins is not depleted during that 6 times. Patient also stated the controller will not connect with the communicator and they have to put the charger on it and leave it on for a few minutes to connect to the ins. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.